Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated surgical procedure, during which the ipg was not placed into surgery mode. The ipg was inoperable following the procedure. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The report of ¿unable to communicate¿ with ipg was confirmed. The root cause of the inability to communicate between the clinicians programmer and the implantable pulse generator was due to a stuck processor as a result of an unrelated heart surgery. The event details stated the patient had not been able to communicate with their ipg since having open heart surgery. The patient reported that they had not enabled surgery mode prior to the surgery.

Manufacturer narrative:
It was reported that the patient underwent an unrelated surgical procedure, during which the ipg was not placed into surgery mode. The ipg was inoperable following the procedure. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected data: the reporter name was update from (B)(6) hospital to (B)(6) surgical center to reflect the name of the facility wherein the surgical intervention occurred.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.